Manufacturer narrative:
Correction to operator of device: lay user/patient a review of the manufacturing documentation for the suretek burr hole cover db-4600c (lot number: 22264016) and the lead db-2202-45 (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 03:43 pm CT. The report number is being corrected from: 3006630150-2018-62438 to: 3006630150-2018-61868.

Event description:
A report was received that the patient experienced lead displacement on the left side of the brain after a permanent implant procedure. The physician noted that the retaining clip of the suretek burr hole cover kit was closed, but the post-operative CT scan showed that the lead had deepened by 15 mm. The patient underwent a revision procedure to reposition the lead manually under fluoroscopy. The patient stated that the procedure lasted longer than expected. The patient was doing well post-operatively.

Manufacturer narrative:
(B)(4), product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 21414579.

Event description:
A report was received that the patient experienced lead displacement on the left side of the brain after a permanent implant procedure. The physician noted that the retaining clip of the suretek burr hole cover kit was closed, but the post-operative CT scan showed that the lead had deepened by 15 mm. The patient underwent a revision procedure to reposition the lead manually under fluoroscopy. The patient stated that the procedure lasted longer than expected. The patient was doing well post-operatively.